Manufacturer narrative:
The customer returned the suspected product. An in-house testing was performed with the returned contour next link meter and returned contour next test strips from lot # 8epeg04d, which gave satisfactory performance. Lot number of the initial MDR indicated the lot # to be 8epeg104d. The correct lot # is 8epeg04d. Lot number has been updated with the correct information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided.

Event description:
The customer obtained blood glucose readings of 343 mg/dl, 140 mg/dl and 133 mg/dl at 8:14 a.m., 8:17 a.m. And 8:19 a.m. Respectively on a contour next link meter. At 8:19 a.m., the customer also obtained a reading of 125 mg/dl on a continuous glucose monitoring system. The readings on the continuous glucose monitoring system and blood glucose monitoring system are not comparable by themselves. However, as two of the readings obtained on the contour next link meter and the reading obtained on the continuous glucose monitoring system were similar within the same time frame, the differences between the high and low readings on the contour next link meter were compared. There was no adverse event alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.